Event description:
Device report from (B)(6), indicates a patient was taken to the operating room for insertion of a left pfna. The nail was inserted and the proximal screw was placed with no particular problems and the distal locking screws were then placed. However, at the end of the procedure the aiming device could not be removed from the nail and despite multiple efforts and a lengthy period of time in theatre the aiming jig remained attached to the nail. The surgeon had to take that nail out, take out the proximal and distal screws and then recommence the procedure from the initial steps. This greatly increased the operating time for the patient, full operating time was 3 hours and 40 minutes as opposed to 1 hour and 20. This is report #2 of 2 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.